Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus inspected the device at olympus service operation repair center (sorc) and found that the error b30 which indicated that there was the communication problem between the device and the video system center was displayed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the unspecified error codes which indicated there was the communication problem between the device and video processor was displayed. There was no report of patient injury associated with the event.